Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the retainer ring that holds the reservoir is damaged. Customer's blood glucose was 124 mg/dl at the time of the incident. It was also stated that customer is using tape to hold the reservoir in place. The reservoir was not able to lock in place otherwise. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.